Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No contact information was provided, therefore no further investigation could be performed.

Event description:
A sales representative reported seeing posts on the (B)(6) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has (B)(6) followers, and the post discussing pah has (B)(6) comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #12 of 21. The patient reported following coolsculpting treatments on unknown date to lower abdomen and inner thighs, possible paradoxical hyperplasia occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 g1 g2 h6

Event description:
Allergan aesthetics received a report via social media of a patient treated with coolsculpting, who may have developed paradoxical hyperplasia (ph) after treatment. This complaint captures patient #12 of 21. The patient reported following coolsculpting treatments on unknown date to lower abdomen and inner thighs, possible paradoxical hyperplasia occurred.